Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. This is a non-sterile device with no expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog was used for scope cleaning on an unknown date. According to the complainant, the bristles of the brush were falling off during manual cleaning. Another hedgehog brush was used to complete the cleaning. There was no patient involvement with this event.